Event description:
During an implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. The lv lead was replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. The cause of the reported event was isolated to bunching of the stripped stylet, the polytetrafluoroethylene (ptfe) coating and inner coil.